Event description:
Customer reported in the ICU cardizem was infusing when the pump alarmed for "critical failure error" and shut off. The user disconnected and reconnected the device, the infusion restarted but alarmed again for "critical failure error" and shut off. The device was replaced and the infusion restarted. There was no pt harm or medical intervention. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 03/21/2014. Internal file no: (B)(4). The customer declined an event log review and product evaluation. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.